Event description:
Getinge has become aware of an issue involving one of our mobile tables, model 720001b0 ¿ meera EU without auto drive. As reported, during a total intraovarian hysterectomy and resection of an endometriosis lesion performed via robot assisted laparoscopy, the operating table became stuck in its lowest position. As a result, the surgery had to be terminated. Because the procedure had already begun and incisions had already been made, we have decided to report this issue due to the serious injury sustained by the user.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.